Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient experience "abscess +3cm appeared on left side" 3 - 4 days post injection in cheek(ck4) with juvéderm® voluma¿ with lidocaine. Treatment included amoxiciline/clavulanic acid for ten days, levofloxacin and metronidazole. Symptoms ongoing/unresolved.